Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. A questionable mesh erosion was noted at the two week post-operative visit on the following month. The pt returned to the office six days later for a repeat check. A one to two centimeter erosion on the posterior wall of the vagina was noted at that time. The pt was taken to the operating room approx two months later, for excision of eroded vaginal mesh and discharged the same day.

Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.